Event description:
When inserting powerglide catheter in patient, it was discovered to be faulty. At the point of connecting for the catheter and hub, it was leaking causing fluid/air to be pulled into the vessel. This catheter was removed, and a new insertion was completed with success.